Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging difficulties. The patient underwent an ipg replacement procedure and was reprogrammed which successfully covered all pain areas postoperatively. The explanted ipg was discarded.